Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. The patient started to feel "unwell" and the infusion device displayed an e4 occlusion error message. Later at an unknown time, the patient started to feel hot, sweaty, and she fell unconscious. The paramedics were called and took her to the hospital. It is unknown if the paramedics tested the patient's blood glucose level or if the paramedics administered treatment to the patient. The blood glucose result at the hospital was 1480 mg/dl. The hospital treated the patient with 12 bags of an unknown liquid via IV. The patient was hospitalized for 6 days. The infusion device is not expected to be returned for product evaluation.